Event description:
The plaintiff's atty alleged that the pt experienced a cardiovascular event. It was reported that the events occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event of two events for the same pt involving two separate products.